Event description:
During the procedure while using the cti-512n, the little jaw that opens and grasps the suture broke while the physician was pulling the suture out. The broken piece is lodge in the subcutaneous belly fat of the pt.

Manufacturer narrative:
The reported complaint condition could not be verified. The customer did not return the complaint sample for evaluation. A review of the device history record (DHR) for the subject lot (lot 139985) shows the product met all approved release specifications at the time of manufacture before it was released. There were no related manufacturing issues during the manufacture of the subject lot. Sample inspection of current finished goods inventory for cti-512n showed the product meets all manufacturing and release specifications. A review of the complaint history for the cti-512 did not show any trend for the reported complaint condition. An assignable cause could not be determined as the customer did not provide the complaint sample or picture of the complaint sample for evaluation. Based on product knowledge, complaint history and the information provided by the customer, likely caused of the reported complaint condition is aggressive manipulation by the end user. Coopersurgical will continue to monitor the reported complaint condition to determine any trends. The complaint will be reopened and re-evaluated if the sample is returned. (B)(4).